Manufacturer narrative:
It is anticipated that the product will be returned, but the device has not yet been returned for analysis. A review of the manufacturing documentation revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
It was initially reported that the product would be returned for analysis, but the device was not returned. It was noted that while advancing the stent delivery system towards the lesion, the physician felt "force" and the stent partially deployed prematurely. The device was then removed from the patient without injury. The procedure was successfully completed with another device. The target lesion was in the carotid bifurcation which had been pre-dilated, was reported to be 2cm in length, 7mm in diameter, mildly calcified and tortuous. There had been no difficulty prepping the device. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14025023 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
When the physician advanced the precise stent, he felt "force", and the stent was partially deployed pre-maturely. The stent and stent delivery system were removed from the patient without difficulty and another precise stent was used to complete the procedure. There was no reported injury to the patient and the procedure was successfully completed. The target lesion was in the carotid bifurcation (percentage of stenosis is unknown) and the lesion had been pre-dilated. The lesion was reported to be 2cm in length and mildly calcified. The reference vessel was 7mm in diameter and tortuous. There had been no difficulty prepping the device.

Manufacturer narrative:
The product was returned for analysis. This complaint conclusion has been updated to reflect return of the device for analysis. It was noted that while advancing the stent delivery system towards the lesion the physician felt "force" and the stent partially deployed prematurely. The device was then removed from the patient without injury. The procedure was successfully completed with another device. The target lesion was in the carotid bifurcation which had been pre-dilated, was reported to be 2cm in length, 7mm in diameter, mildly calcified and tortuous. There had been no difficulty prepping the device. The reported event could not be confirmed. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore, no actions will be taken at this time. Vessel characteristics and procedural factors may have contributed to the reported eve one non-sterile unit of precise pro 7 x 20 mm was received coiled in a plastic bag. Stent was received separated in a plastic bag. Valve was opened. Outer member was kinked at 7.5cm and at 14.8cm from brite tip. Wire lumen was kinked at stop location. Stroke length was measured against drawing (B)(4), the dimension was within specification. Stent deployment process could not be performed due to the stent separation from the stent delivery system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-partial deployment" condition of the stent was not confirmed since the stent was received separate in a plastic bag, however it does not appear to be manufacturing related. Controls exist in the manufacturing process to prevent this failure, and there are inspections to detect this type of failure. Procedural factors may contribute to failure as reported. The kink condition found during the analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis.